Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty inserting the wire in the device. A proxy .038 guide wire was unable to be fully backloaded into the sheath, however, further inspection of the device revealed that the seal valve was torn, which could have caused the reported resistance with the wire. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. The complaint handling database was reviewed and a similar event was identified from this lot. Root cause analysis concluded that the issue is likely due to manufacturing. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: suture placement was attempted in the right common femoral artery using a proglide device via a 6f sheath using the pre-close technique prior to transcatheter aortic valve implantation (tavi). The proglide device could not be threaded over the wire. The sutures of two new proglide devices were successfully pre-placed and used after the interventional procedure to achieve hemostasis. The physician is reportedly established in the pre-close technique.

Manufacturer narrative:
(B)(4). This code is used to address the use of only one proglide device at a 9f access site. Per the instructions for use: for sheath sizes greater than 8.5f, at least two devices and the pre-close technique are required. The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 9f sheath after transcatheter aortic valve implantation (tavi). Reportedly, the proglide device could not be threaded over the wire. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.